Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that it failed to alarm. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. Complaint (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the pump was returned to mmdg for investigation, the pcb board had failed which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that it failed to alarm. When the pump was returned to mmdg the no flow out alarm operated as expected, however, the load set alarm failed to alarm. The initial reporter stated that this occurred during testing and had not affected a patient. They also stated they had no further information about the complaint. (B)(4).